Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, system sensor, and excessive no delivery alarm test. Unit functioned properly. No unexpected lost sensor alarm noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, missing o-ring on reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Reservoir locked in place properly during testing.

Event description:
The customer reported via phone call that low blood glucose of 30 to 32 mg/dl has been experienced. Troubleshooting found that the rubber ring that secures the reservoir compartment was removed by the customer's doctor. Troubleshooting also found that the reservoir does not fit correctly into the compartment. Customer declined to troubleshoot for the low blood glucose and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.